Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for analysis. The reported problem was verified by visual inspection. The root cause is the chassis pin stuck. The pin was replaced to correct the issue. The device then passed all functional tests.